Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the unspecified bd pen needle experienced the following information was provided by the iniital reporter: consumer reported non patient end of pen needle is missing. Stated, he tries to prime needle using 1 unit only, when it doesn't work, he removes the pen needle to discover non patient end is missing

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: consumer reported non patient end of pen needle is missing. Stated, he tries to prime needle using 1 unit only, when it doesn't work, he removes the pen needle to discover non patient end is missing.